Event description:
The patient's husband reported, that her infusion device was displaying a "77" on the screen. The patient was aware of the recall and stated that, the power pack has been in the device for over two weeks. The patient was advised to replace the power pack and the device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.